Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler, flexible with bushing was replaced as identified in the investigation to address the insufficient drive of disposable.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device was not driving the disposables well. It was not known if the same device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Report sent as a followup as emdr received with a duplicate error.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device was not driving the disposables well. It was not known if the same device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.